Event description:
It was reported that, while in use on a patient a 980 ventilator generated a severe occlusion diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.